Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a thermal ablation on (B)(6) 2013. Post operatively, the patient complained of pain. Upon examination, it was noted that the patient had burns to the vagina and vulva. Additional information requested.